Event description:
The patient experienced a loss of therapeutic effect after weight loss (B) (6) and after becoming sexually active. The patient tried re-programming and had a surgical procedure, but neither worked. No details about the surgical procedure were available. The patient was re-directed to her physician. Additional information has been requested. See also MFR #3004209178201002530.

Manufacturer narrative:
(B) (4).